Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found.

Event description:
Patient implanted with 3.5mm lcp clavicle hook plate and screw construct on (B)(6) 2011. Patient returned to the operating room on (B)(6) 2011. X-ray confirmed, screws were backing out and the plate pulled off of clavicle. Plate migrated and was no longer on the clavicle bone. Surgeon felt that the plate was too short. The lcp clavicle hook plate and screw construct was removed. Patient was revised to a 7-hole lcp clavicle hook plate. Reportedly, patient has osteopenic bones. This is the 1st of 5 reports submitted on this event.